Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touch screen was delayed. Customer stated that touchscreen would delay sometimes and typically resolve itself. The customer's blood glucose (bg) levels were 200-250-280 mg/dl. The customer bloused with the pump to address bg readings. The customer would continue with the pump for insulin therapy.